Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 46117 was returned and analyzed. Visual inspection showed the balloon catheter was intact and had blood traces inside the inner balloon. Smart chip verification indicated that the balloon catheter was used for 18 injections. The balloon catheter failed the performance test; system notice 50032, 'the system has detected a compromised outer vacuum' was triggered during the ablation phase. The balloon catheter failed the pressure test and analysis revealed a breach on the guide wire lumen at approximately 1.192 inches from the catheter tip. Upon dissection, dried blood was observed on the guide wire lumen at the balloon segment. This might have caused system notice 50005, 'the safety system has detected fluid in the catheter and stopped the injection.' In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.